Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer). Exemption # e2014011

Event description:
X-rays 6 months post op revealed 2 broken screws between c2 and c7. A revision was done and one screw was returned to ulrich medical (B)(4), one was retained by the patient.